Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol 3dmax (device #1) may have caused or contributed to the events as alleged by the patient¿s attorney. The patient's attorney did allege injuries, additional surgeries, recurrent hernia, bowel obstruction, and subsequent hospitalization. However, no details have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2) and bard/davol flat mesh (device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on or about (B)(6) 2014, patient had bard 3dmax mesh (device #1), and/or bard ventralex st hernia patch (device #2),and/or bard m mesh (device #3),(hereinafter referred to as "mesh") implanted during a ventral hernia repair surgery. It is also alleged by the patient's attorney that on or about (B)(6) 2016, patient underwent additional surgery due to the defective qualities of the mesh. As alleged, due to the bard mesh implants (device #1, device #2, and device #3), between (B)(6) 2014 and the present, patient suffered from recurrent hernia and bowel obstruction requiring multiple doctor's visits and subsequent hospitalization where surgery was required to repair the recurrent hernia due to the failure of the mesh. As reported, patient has and will continue to suffer from serious adverse health consequences due to the complications of the initial mesh implantation. As alleged, patient suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering, disability, impairment. As alleged, the mesh implanted in patient failed to function as intended because it did not relieve the symptoms or otherwise alleviate the medical problems that it was intended to cure. Instead, the mesh caused patient to suffer serious personal injuries requiring the need for additional future medical treatment and surgery(ies). The 3dmax mesh, ventralex st hernia patch and bard m mesh (device #1, device #2, and device #3) is defective.